Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's log files were submitted after they were found deceased with their left ventricular assist device alarming. The earliest event captured during the event log file history was on (B)(6)2024 at 22:00:24. The patient was connected to mobile power unit power at that time. There were also several pulsatility index events recorded on (B)(6)2024 and (B)(6)2024. No other events were recorded that indicated the patient was active. On (B)(6)2024 at 7:08:32 - 7:09:02, (5) silence_alarm_button_pressed events were recorded. There were no active alarms at the time of these events. The system continued to maintain pump speed until the driveline was disconnected on (B)(6)2024 at 11:59:23. Related MFR number: 2916596-2024-01603 (pump)

Manufacturer narrative:
Section d1, brand name: corrected section d4, catalog number: corrected section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of the controller alarming was confirmed during review of the submitted log file. The submitted log file contained approximately 2 days of relevant information ((B)(6) 2024 per timestamp). At 11:59:23 on (B)(6) 2024, a driveline disconnect alarm was observed. This driveline disconnect was associated with a pump stop. The driveline was not reconnected to the controller throughout the remainder of the data. External power was disconnected from the controller at 17:33 on (B)(6) 2024, and the controller was powered down shortly later at 17:35. Prior to the driveline being disconnected, the pump maintained a speed within the expected range and no atypical alarms were observed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for evaluation. The root cause of the driveline disconnect alarm could not be conclusively determined through this analysis. Multiple attempts were made to obtain additional details regarding the patient¿s passing and the disconnection of the driveline, but no response was received. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.